Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Updated section: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 12/20/2021. An investigation was conducted on 11/18/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The delivery device was removed from the loading device with no visual or physical difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.215 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed but was confirmed for the analyzed failure "fitting problem". The lot # 25160733 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not trigger. The procedure was concluded with a new hsk.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.